Event description:
During the mini-open rotator cuff repair, the surgeon was tying down on one of the sutures and it broke at the top of the anchor. The other suture did not break. Surgeon made bone tunnels and passed suture through the holes to achieve the desired result. There was no patient injury.

Manufacturer narrative:
No product is being returned for evaluation.